Event description:
A report was received that the patient underwent a pocket revision following a non-device related fall. The ipg was poking the patient in her ribs and was causing discomfort. The physician relocated the ipg to the opposite side of the patient's body. The patient was reportedly doing well following the procedure.